Manufacturer narrative:
The reportable event of fiber connector overheats. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers used during the procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were used in a laser stone removal procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the connector of the laser fiber was hot to touch and started smoking upon plugging in to the laser console. A second flexiva 200 tractip laser fiber was used and the same issue occurred. Reportedly, there was no burn injury to the nurse/physician. The procedure was completed with a 365 laser fiber. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it; this indicated that the fiber was broken within the connector. The condition of the returned device confirms the event. Based on all gathered information, the complaint investigation conclusion code selected is unintended use error caused or contributed to event, which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. The complaint investigation conclusion code selected for fiber degrading is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. Fibers are consumable and meant to degrade. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers used during the procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were used in a laser stone removal procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the connector of the laser fiber was hot to touch and started smoking upon plugging in to the laser console. A second flexiva 200 tractip laser fiber was used and the same issue occurred. Reportedly, there was no burn injury to the nurse/physician. The procedure was completed with a 365 laser fiber. There were no user injury nor patient complications reported as a result of this event.